Event description:
It was reported the patient explanted their neurostimulator and tined lead due to not responding to the therapy. The clinical specialist (cs) said the patient had lack of efficacy. The patient outcome is they fully recovered.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). The device was returned for analysis. Visual inspection of the ipg revealed no abnormalities. There were no erro codes detected in the logs or reported by ipglink. The ipg impedance check showed high impedance between the can and the electrodes. The stimulation waveform was as expected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Since the investigation findings do not clearly confirm the presence or absence of the reported problem with the device, the investigation conclusion code selected for this complaint is unable to exclude device problem.

Event description:
It was reported the patient explanted their neurostimulator and tined lead due to not responding to the therapy. The clinical specialist (cs) the patient had lack of efficacy. The explanted devices are expected to return. The patient outcome is they fully recovered.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket / 510(k) # (g4): additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). Correction: block h6. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegations relate to "therapeutic response decreased" and "surgical intervention" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient explanted their neurostimulator and tined lead due to not responding to the therapy. The clinical specialist (cs) said the patient had lack of efficacy. The patient outcome is they fully recovered.